Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Manufacturer narrative:
The method codes were updated to reflect the correct information for the reported event. This is one of three device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-15683, 1225714-2014-15684, and 2937457-2014-03530. Additional information has been requested and will be submitted upon receipt accordingly.